Event description:
A malfunction was reported on the pump, with no significant events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue happened again.